Event description:
It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was used during a feeding procedure performed the day before. According to the complainant, the balloon ruptured two days after placement outside the patient. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was able to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed, the cause of the reported malfunction is undetermined.